Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to check the error led's user control board cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account stated they replaced the user control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head hilow would unintentionally run down. The bed was located in the maintenance department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).